Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced an adhesive failure event on (B)(6) 2026, in which the tape was not sticking. No further information available.